Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated driveline cover were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection and visual evidence provided by the site revealed that the driveline strain relief was separated from the connector, confirming the reported sheath/strain relief separation event. A driveline strain relief repair was performed to mitigate the reported strain relief detachment and the device remains in use. Review of controller log files revealed a vad disconnect alarm on 11-jan-2020 at 10:17:35 due to the physical disconnection of the driveline from the controller. Several additional vad disconnect alarms were logged likely due to troubleshooting the device. Of note, it was reported that "the shoulder pack was dropped resulting in a driveline disconnection", which corresponds with the observed vad disconnect alarm in the controller log files. As a result, the reported "driveline disconnection and vad stopped" events were confirmed. The reported inability to remove the driveline cover event could not be confirmed due to insufficient evidence. The most likely root cause of the vad disconnect event can be attributed to the physical disconnection of the driveline from the controller, likely due to the dropping of the shoulder pack as described in the reported event details. A possible root cause for the reported "inability to remove the driveline cover" event can be attributed, but not limited to handling of the device. Based on the available information, a possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to the reported dropping of the shoulder pack by the patient and/or handling of the driveline cable. An internal investigation is evaluating detached driveline strain reliefs from the connector. Additional products: d4: model #: 1175, h6: FDA method code(s): 4114, h6: FDA results code(s): 3221, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack was dropped resulting in a driveline disconnection and subsequent ventricular assist device (vad) stop. The patient was unable to reconnect the driveline, as the driveline boot covered the connector and could not be pushed back. The patient was also unable to connect to the backup controller. The patient was transferred to the hospital, where the driveline boot was able to be pushed back sufficiently to connect to the controller. The vad was off for approximately one hour. Upon examination, it was observed that the fall resulted in the driveline sheath/strain relief separating from the connector. Servicing was performed on the driveline strain relief. The driveline and driveline cover remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a coding correction. Product event summary: the ventricular assist device (vad) and associated driveline cover were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection and visual evidence provided by the site revealed that the driveline strain relief was separated from the connector, confirming the reported sheath/strain relief separation event. A driveline strain relief repair was performed to mitigate the reported strain relief detachment and the device remains in use. Review of controller log files revealed a vad disconnect alarm on (B)(6) 2020 at 10:17:35 due to the physical disconnection of the driveline from the controller. Several additional vad disconnect alarms were logged likely due to troubleshooting the device. Of note, it was reported that "the shoulder pack was dropped resulting in a driveline disconnection", which corresponds with the observed vad disconnect alarm in the controller log files. As a result, the reported "driveline disconnection and vad stopped" events were confirmed. The reported inability to remove the driveline cover event could not be confirmed due to insufficient evidence. The most likely root cause of the vad disconnect event can be attributed to the physical disconnection of the driveline from the controller, likely due to the dropping of the shoulder pack as described in the reported event details. A possible root cause for the reported "inability to remove the driveline cover" event can be attributed, but not limited to handling of the device. Based on the available information, a possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to the reported dropping of the shoulder pack by the patient and/or handling of the driveline cable. An internal investigation is evaluating detached driveline strain reliefs from the connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline cover, model #: 1175 / catalog #: 1175 / expiration date: unk, UDI #: asku. Device available for evaluation? No. Mfg date: unk. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack was dropped resulting in a driveline disconnection and subsequent ventricular assist device (vad) stop. The patient was unable to reconnect the driveline, as the driveline boot covered the connector and could not be pushed back. The patient was also unable to connect to the backup controller. The patient was transferred to the hospital, where the driveline boot was able to be pushed back sufficiently to connect to the controller. The vad was off for approximately one hour. Upon examination, it was observed that the fall resulted in the driveline sheath/strain relief separating from the connector. Servicing was performed on the driveline strain relief. The driveline and driveline cover remain in use. No patient complications have been reported as a result of this event.